Manufacturer narrative:
Block b3: exact date unknown, event occurred the past year prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: linear st lead kit 70 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing discomfort. The patient underwent spinal cord stimulation (scs) explant procedure. The patient was doing fine postoperatively. Explanted items unable to return due to facility policy.